Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed pm. There was no harm or injury reported. The device's oxygen blending module assembly and system board were replaced to address the issue. The oxygen blending module assembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module assembly functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator failed pm. There was no harm or injury reported. The device's oxygen blending module assembly and system board were replaced to address the issue.